Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had multiple pump error alarm. The customer¿s blood glucose was 96 mg/dl. The customer was assisted with troubleshooting. The customer stated that when she puts the battery cap on it did not go in straight and she gets errors on the insulin pump. The device will not be returned for analysis.

Manufacturer narrative:
Device received with stripped battery cap coin slot noted. Device passed displacement test, self test, off no power test and all operating currents tested within the spec. No unexpected battery loss noted. Device passed a21 error test. No unexpected a21 alarm note. (B)(4).

Manufacturer narrative:
Device received with stripped battery cap coin slot noted. Device passed displacement test, self test, off no power test and all operating currents tested within the specification. No unexpected battery loss noted. Device passed a21 error test. No unexpected a21 alarm note. (B)(4).